Event description:
It was reported that the subject device had noise when using electrocautery knife and e-226 appeared. The issue occurred during set up / inspection for use. There was no patient involvement.

Manufacturer narrative:
E1. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h4, h6, h11. The device was returned to olympus for inspection and the reported failure (e226) was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.